Manufacturer narrative:
Analysis of the pump found no anomaly. Conclusion code no longer applies.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2015. After the device was removed the patient recovered without sequela. There was no patient injury. The reason for device removal was battery depletion. They did not perform a dye study or a rotor study.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n192810004, implanted: (B)(6) 2009, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 6.8 mg), fentanyl (600 mcg at 137 mcg), and bupivacaine (10 mg at 2.2 mg) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that early eri (elective replacement indicator) occurred on the pump. The issue was identified via interrogation of the pump at a follow-up visit. Pump replacement was planned. The patient status was reported as "alive-no injury". Additional information was received on (B)(6) 2015 and it was reported that the implanting and managing physicians were both under the impression that the patient's pump had only lasted two years as they believed that the pump was replaced in 2013. Review of the pump serial number indicated the pump was implanted in 2009 and not 2013. The pump was replaced because of eri. Following the pump replacement, the patient status was reported as alive-no injury.